Event description:
Heartmate 3 left ventricular assist device (lvad) patient presents with several days of headache and reported generalized "weakness". Patient was not initially concerned because of chronic migraine management. Patient had also experienced a significant nose bleed several days prior to this event and was advised to have it managed in the emergency room; patient declined. On the day prior to this event, a routine inr check was 7.0; patient was instructed to present to the emergency room for evaluation and rule out brain cat scan. Patient delayed presentation for another 24 hours. In the emergency room, a large right parietal/temporal intracranial hemorrhage was confirmed with cat scan; international normalized ratio (inr) 4.7 at that time. Patient had not been taking aspirin for ~ 1 month prior to this event due to separate gastrointestinal bleed event. Inr was urgently reversed, and patient received urgent hemicraniectomy with evaluation of hemorrhage. Post event neuro deficits include mild aphasia, left side weakness (walking with cane).